Event description:
Customer reported device alarming with error codes. No additional info was available.

Manufacturer narrative:
MFR's report date: 10/28/2010. (B)(4). This report was filed by the MFR. The reported issue that the device experienced error codes was verified but not duplicated. In addition, residue was observed on the pumping fingers and lower occluder finger. Cause of error codes was due to residue on occluder fingers. Root cause of residue is due to fluid ingress.